Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020. It was reported that the total volume injected at the last refill prior to the discrepancy was 20ml, and the programmed volume at the last refill prior to the discrepancy was 20ml. The expected reservoir volume (erv) in (B)(6) 2020 was 7ml and the actual volume (arv) was 3ml. The erv on (B)(6) 2020 was 3.5ml and the arv was 3.5ml. The erv on (B)(6) 2020 was 6.4ml and the arv was 1.6ml. The estimated replacement date was (B)(6) 2025 and the event occurred in (B)(6) 2020.

Manufacturer narrative:
The country of origin is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative on 2020-jul-24 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. It was reported that there was a concerning difference of medication in the pump compared to the estimated volume by the programmer. Analysis of the pump and close follow-up during pump filling sessions was performed. Interventions included a reduction of time between pump fillings to verify if the differences were always the same. The issue was unresolved at the time of report. The environmental, external, or patient factors that may have led or contributed to the event were unknown. No surgical intervention had occurred or was planned related to this event. The patient's status at the time of report was alive - no injury. No patient symptoms were reported and no further complications were reported or anticipated.